Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging her daughter's onetouch ultralink meter's display was cracked, and she was unable to see the reading obtained. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call with the patient's mother. On (B)(6) 2012 at 6:00pm, the patient's mother reported that they noticed the meter's display was cracked. The reported stated that they were able to obtain a reading at first, however could not see the reading, it communicated directly to the insulin pump. On (B)(6) 2012 the reported stated that the meter stopped working, and so her daughter was not able to administer insulin due to the alleged issue. The reported claimed that the patient normally tests her blood glucose about 5 times a day and her normal results are about "170 mg/dl." The reported stated the patient uses novolog insulin pump therapy to manage her diabetes. The reporter stated that her daughter's diet and exercise level had not changed beyond the usual routine on the day of the alleged issue. The patient reported on (B)(6) 2012 at 7:00pm, the patient had developed symptoms of "weak, not feeling well and had ketones." The reporter stated that they used a ketone urine test to determine the severity of the hyperglycemia. The reporter stated that they used their ot ultra back up meter, and obtained a reading that said "high" several times. At approximately (B)(6) 2012 at 7:00pm, the patient self administered novolog basal insulin and a correction bolus as recommended by the insulin pump. The reporter stated that the alleged symptoms did not subside until the next morning. The patient reportedly retested on her ot ultra meter, and obtained a reading that was "normal." The reporter did not recall the reading. The reporter stated that the patient was not treated by a healthcare professional nor was transported to the emergency room (ER). At the time of troubleshooting, the cca determined that this was not the first time the meter had been used, and there was misuse of the product. This complaint is being reported because the reporter claims the patient was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hyperglycemia, and required treatment after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.